Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection and recurrence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with tah w/ bso, transabdominal repair of enterocele with halban¿s culdoplasty, transabdominal repair of cystocele with complex bladder neck suspension, cystourethroscopy with injection of indigo carmine and placement of suprapubic catheter, and posterior colpoperineorrhaphy due to sui and pop. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.